Event description:
It was reported by aci sales professional that a male pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012, access was obtained at the left common femoral artery via a 6f sheath (model unk). There was no report of pre-procedure femoral angiogram to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx chose the mynx cadence to close the access site. There were no reports of complications during the procedure or closure. The pt was ambulated and discharged to home the same day with no clinical sequela. On (B)(6) 2012, the pt returned to the hospital complaining of pain and discomfort at the access groin. An ultra-sound was performed and it was positive for pseudoaneurysm (psa). Per the aci sales professional, the psa was not treated, thus allowing it to resolve on its own. The pt was not given any medication and was sent to home that same day. The aci sales professional reported that the pt is doing well and there is no report of pt clinical sequela. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(4) 2013).